Manufacturer narrative:
Device evaluation: approximately 22.5 inches of the external portion/distal end of the driveline was replaced and returned for evaluation. Initial electrical continuity testing of the driveline segment in its returned condition revealed an open circuit of the yellow wire which redundantly supports one of the three motor phases. Upon removal of the clamshell and outer silicone sleeve, an area of metal braided shield breakdown was observed approximately 2.5 inches from the metal connector. Visual inspection of the underlying wires revealed that the yellow wire was fractured near the terminus of the distal end bend relief. The compromise to the yellow wire appeared consistent with fatigue failure as a result of repetitive movement of the driveline in this location. The fractured yellow wire would have resulted in the reported driveline fault alarms captured in the submitted system controller log files. In addition, the exposed inner conductors of the yellow wire contacting the metal braided shield layer would result in a short to shield, which would in turn result in the reported pump stoppage events while at least one of the power cables is connected to the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient returned home following replacement of the distal end/external portion of the driveline and the patient was reportedly stable with no further device issues.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the lvad system produced driveline fault alarms. The patient remained asymptomatic. The system controller log file was analyzed by a member of the manufacturer's technical services team, and confirmed a pump stoppage event on power module support. The external portion of the driveline on x-ray revealed an area of concern near the connection with the system controller. On x-ray, there were no areas of concern identified on the portion of the driveline internal to the patient. The manufacturer's technical services representative completed a percutaneous lead (driveline) replacement. Additional information was requested, but was not provided.